Event description:
During surgery, the surgeon inserted the 3.5 mm screw into t1 however, it was found that the driver could not be disassembled from the screw. Thus, the 3.5 mm screw was extracted, leaving the driver attached to the screw head. Another new 3.5mm screw was not available, so a 4.5 mm screw was inserted instead.

Manufacturer narrative:
.